Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts infusion set through dressing, then places 2 ported dressings included in kit. Dressings on the skin did not adhere, infusion set dislodged and blood sugar increased.